Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek in range meter serial number (B)(4). The laboratory result using an unknown reagent was 3 inr. The meter result was 4.2 inr. The therapeutic range was 2.5 -3.5 inr.